Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states unit shuts down with 1,2 high pressure failure, pe valve out of range. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states unit shuts down with 1,2 high pressure failure, pe valve out of range. Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4). MDR filed.